Manufacturer narrative:
D3 - g1 corrected. Please refer to the attached analysis report.

Event description:
Reportedly, the patient real time egms were not available in the remote monitoring reports dated (B)(6) 2021 and (B)(6) 2021. Preliminary analysis revealed that the reported behavior resulted from an inappropriate software management in the decision to erase an existing record when the real time egm has to be stored, under specific conditions.

Event description:
Reportedly, the patient real time egms were not available in the remote monitoring reports dated (B)(6) 2021 and 2021. Preliminary analysis revealed that the reported behavior resulted from an inappropriate software management in the decision to erase an existing record when the real time egm has to be stored, under specific conditions.